Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and battery out limit from the insulin pump. The customer's blood glucose level was 198 mg/d. The customer stated last night, the pump turned off without any warning. The customer stated that the pump is currently blank. The customer stated that the battery cap is not damaged or corroded. The customer stated that the batteries were out of the pump greater than duration allowed by the pump. The customer stated that the display is currently blank. The customer was advised to monitor the pump.